Event description:
It was reported to philips that the battery needs changing. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) confirmed the customer requested to replace the battery as part of their contract. The customer did not report a failure of the battery. There was no malfunction of the battery. The battery was replaced per customer request as part of their contract. The heartstart xl defibrillator passed all testing and is back in customer use.

Event description:
It was reported to philips that the customer requested the battery to be changed. There was no patient involvement.